Event description:
Litigation alleges that patient has experienced pain, difficulty walking, continued swelling, fluid collection in or around the joint, fluid collection in the muscle around the joint, and an allergic reaction to the metallic debris up to metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Maude report ((B)(4)) submitted by an attorney alleges patient was revised to address partial dislocation, fluid in or around the joint, and implant loosening (no indication of what was loose), and pain. Even though the patient's name was not provided, because multiple part and lot numbers were provided, it was possible to identify an invoice that provided the patient's name and identify that it was in connection with this existing complaint.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.